Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high pacing impedance measurements greater than 2,000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient was brought into the clinic and the out of range impedance measurement could not be reproduced. The patient was scheduled to come back for another appointment in the near future. No additional information has been provided.